Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -10.0 diopter was implanted upside down into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced with a replacement lens and the problem was resolved. Cause reported as unknown. No patient injury was reported. Status of the eye is reported as, "all fine, patient is happy."

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim #(B)(4).